Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported a rash under her breast. The irritation was described as raised, red and bumpy. The patient reported that she spoke to a nurse who recommended a lotion and the rash had since healed. There were no allegations of a device malfunction contributing to the irritation.